Event description:
It was reported that the customer had a button error alarm on the insulin pump. No additional information provided.

Manufacturer narrative:
Insulin pump received with no up button response due to corroded keypad trace. No button error alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.